Event description:
A trilogy evo ventilator was returned to the third-party service center for completion of preventive maintenance. There was no patient involvement, and no harm or injury reported. During the testing of the device during maintenance, the device failed a test step. The device's printed circuit board assembly was replaced to address the issue. The device passed final testing after repair.